Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver transplant. According to the reporter: the right hepatic vein staple line gave way several minutes after stapling and transecting the right hepatic vein. There was hemorrhaging and the surgeon had to manually compress the vena cava while the vessel was being cross clamped. The pt recovered and is reported to be well.